Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture/deflation.

Event description:
Healthcare professional reported right side "rupture/deflation¿ diagnosed via MRI. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6b, a6. Clarifications to d6b: partial implant date(2007)18 years ago.

Event description:
Healthcare professional reported right side "rupture/deflation¿ diagnosed via MRI. The device has been explanted.